Manufacturer narrative:
Manufacturer comment: sinclair is following up with the reporter for the additional information including the lot number and treating physician's details. Clinical comment: two sinclair medical advisors are both of the opinion that the patient has experienced an infection following treatment which is likely attributable to too superficial placement of the sutures. Conclusion: the investigation is ongoing and the investigation conclusion will be provided within a follow-up report.

Manufacturer narrative:
Manufacturer comment: despite several requests, no further information including batch detail has been provided and therefore the batch records could not be reviewed. There is no evidence to suggest a product defect. The physician managing the patient's adverse event did not perform the initial treatment with silhouette instalift and does not have further information available regarding the initial treatment details and who performed the treatment. Clinical comment: two sinclair medical advisors are both of the opinion that the patient has experienced an infection following treatment which is likely attributable to too superficial placement of the sutures. Conclusion: due to the limited information available, a definite root cause cannot be determined. The most probable root cause is too superficial placement of the silhouette instalift sutures. Potential root causes may also relate to: non-aseptic treatment conditions during treatment. Poor patient aftercare following treatment. Underlying patient medical condition/s.

Manufacturer narrative:
Manufacturer comment: additional information, including the lot number of the involved product, has been requested. Clinical comment: the investigation is ongoing and the clinical conclusion will be provided within a follow-up report. Conclusion: the investigation is ongoing and the investigation conclusion will be provided within a follow-up report. Sinclair pharmaceuticals ltd. (Registration number (B)(4)) is submitting this report on behalf of silhouette lift inc.(registration number (B)(4)).

Event description:
A patient underwent treatment with silhouette instalift in (B)(6) 2019 and within one month of treatment, experienced weeping nodules on the left cheek. The patient subsequently visited a different clinic to the one where she had the treatment, where an attempt to remove a suture was made. The patient's event is now being managed at an alternate clinic to where the initial treatment was performed. No further details have been provided to date.